Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an occlusion error on the floor, but it could not be duplicated by biomed. The site ran preventative maintenance twice and the device passed. The chassis was damaged, and the top part was chipped. There was no patient involvement. Occlusion error on the floor but can't be duplicated by biomed. Ran pm twice and passed. The chasi is damaged; top part is chipped. No other details provided. (B)(4).

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify the reported problem; however, the force sensor was found to be out of calibration. The sensor was recalibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.